Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 357 mg/dl. It was reported that the customer was on vacation, and her diet may have contributed to the high blood glucose levels. The customer was nauseated and vomiting. The customer was in no condition to troubleshoot at the time of the call. Nothing further was reported.